Event description:
The surgeon tried to tighten the locking screw (tibial insert attachment screw) after impacting the tibial insert into the tibial component, but screw was loose fitting and would not be tightened. The products were implanted due to availability of other replacements.